Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken grip cable that was sticking out at the instrument's wrist. The idler pulley exhibited rim and face damage. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during central processing, the user facility identified a wire sticking on the cadiere forceps instrument. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.